Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease. The target lesion was located in the lower extremity. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. The catheter experienced imaging issues and was subsequently exchanged for another opticross 18 which successfully produced a pre-intervention image. A jetstream catheter was then advanced for atherectomy. In the middle of the intervention, the device stopped working. The procedure was completed by using another jetstream, and the second opticross 18 was reintroduced for post interventional imaging. It was then observed that the catheter wrapped around the non-boston scientific guidewire. It was decided to pull everything out. There were no patient complications reported.

Event description:
It was reported that catheter issue occurred. The patient presented with peripheral artery disease. The target lesion was located in the lower extremity. An opticross 18 imaging catheter was advanced for ultrasound examination of the target lesion. The catheter experienced imaging issues and was subsequently exchanged for another opticross 18 which successfully produced a pre-intervention image. A jetstream catheter was then advanced for atherectomy. In the middle of the intervention, the device stopped working. The procedure was completed by using another jetstream, and the second opticross 18 was reintroduced for post interventional imaging. It was then observed that the catheter wrapped around the non-boston scientific guidewire. It was decided to pull everything out. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. During visual inspection, no issues were found, and the device appeared to be in good condition. There was no guidewire returned entangled with the device.